Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use with scratches and gouges and a piece fractured off. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad fractured during impaction of the femoral as part of a knee procedure. No adverse events have been reported as a result of the malfunction.